Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that three days post-implant, this right ventricular (rv) lead exhibited loss of capture (loc). An x-ray showed the lead had moved slightly. The pacing outputs were increased and the patient was sent for a lead revision. The lead was successfully repositioned from the septal location to the apex. No additional adverse patient effects were reported.